Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery and controller were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. As received, the controller does not have the software maintenance release (smr) update installed. Log file analysis revealed that at some point, the time and date was reset to zero. This was likely due to an extended period where the controller was not connected to an external power source. This observation is not related to the reported event. Further analysis revealed that the date and time do not align with the current time, indicating that the real-time clock was at one point incorrectly set. Review of the alarm files revealed one critical battery alarm and several power disconnect alarms near (B)(6) 2016. However, since the date and time were likely incorrect, the alarms probably occurred near the reported event date of (B)(6) 2016. The critical battery and power disconnect alarms were logged most likely due to communication errors between batteries and controller. Heartware is investigating communication errors between the controller and batteries. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat207972 / 1650de / manufacturing date: 09/08/2015 / expiration date: 09/30/2016 (B)(4).

Event description:
A report was received that the patient called clinic stating a "critical battery" alarm was logged on battery that had a capacity of greater than 75%. The patient came into clinic and controller power ports were assessed. There was no obvious damage to pins or loose power ports. The site decided to perform an elective controller exchange. The exchange was well tolerated by the patient. The battery was also replaced. The patient reported anxiety, however, no further patient complications have been reported as a result of this event. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.